Event description:
It was reported that a shaft break occurred. A 2.50 x 12mm nc emerge balloon catheter was selected to be used for procedure. The mid shaft of the catheter was broke. The procedure was completed successfully with another same device. There were no patient complications reported.

Event description:
It was reported that a shaft break occurred. A 2.50 x 12mm nc emerge balloon catheter was selected to be used for procedure. The mid shaft of the catheter was broke. The procedure was completed successfully with another same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge mr balloon catheter. The device was visually and microscopically examined. The hypotube and shaft of the device had numerous kinks. The hypotube was separated 83.9cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was loosely folded.